Event description:
During on-site product service by a field service technician, a flo-gard infusion pump was found to have an occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the occlusion alarm is a damaged door. To correct the condition, the door assembly was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.